Manufacturer narrative:
Continuation of d11: e viabahn vbx 6x39mm covered stent (B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2301532 manta 18f indicated during lot release of manta lot (mn2301532) two devices exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. An 87-year-old male patient, 99 kg, presented in the or for a tavr procedure. Initially, high-positioned access was gained utilizing ultrasound guidance and a micro puncture kit. High-access sites are listed as contraindications to the manta device due to the possibility of not achieving an optimal seal and causing more difficulty in controlling bleeding. The high-positioned access was abandoned, and lower-positioned access was gained after multiple attempts. The left common femoral arteriotomy was 7.1mm, clear of calcification and tortuosity, with a depth measurement of 6cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Activated clotting time at the time of valve deployment was high out of range at 400+. Following the tavr, heparin and protamine were administered, an 18f manta was deployed to the measured depth, and hemostasis was achieved in less than one minute. A post-procedure angiogram indicated extravasation at the initial higher access site. The higher access site was ballooned to tamponade and a covered stent was deployed. The physician mentioned this was not a manta complication and reported only for documentation purposes. There is believed to be no device failure. The device was successfully implanted. There appears to be no product quality issue with respect to manufacturing, documentation, or la belling. The der process will continue to monitor and investigate any similar events.

Event description:
As reported: "initial access site was abandoned (high stick). Second (lower) access was obtained. Tavr procedure performed and lower access was successfully closed with [vascula closure] device. During post closure imaging, it was noted that the 1st higher access site was bleeding/extravasating. Site was ballooned {peripheral] and a covered stent was placed." Patient condition reported as "fine".

Event description:
As reported: "initial access site was abandoned (high stick). Second (lower) access was obtained. Tavr procedure performed and lower access was successfully closed with [vascula closure] device. During post closure imaging, it was noted that the 1st higher access site was bleeding/extravasating. Site was ballooned {peripheral] and a covered stent was placed." Patient condition reported as "fine".

Manufacturer narrative:
Continuation of d11: e viabahn vbx 6x39mm covered stent. Qn# (B)(4). A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.